Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was having difficulty being interrogated by a programmer. The patient experienced a slow heart rate of 40 beats per minute (bpm). Technical services (ts) was contacted and discussed possible troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported.